Manufacturer narrative:
The following devices were also listed in this report: triathlon mb patella pa a32; cat# 5554-l-320; lot# efjys1. Triathlon p/a cr beaded #3r; cat# 5517-f-302; lot# ekmtc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient called inquiring about the recall. Had right knee surgery in 2015. Experiencing pain in groin, instability and unable to cross the legs. She mentioned do not use the cutter instrument anymore, does not measure right.

Manufacturer narrative:
Triathlon p/a cr beaded #3r; cat# (B)(4); lot# ekmtc reported in h10 of initial emdr was corrected to lot code ektmc. The following device was also listed in this report after the initial MDR was filed: triathlon prim bead pa sze3 bp; cat# (B)(4); lot# ech9k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called inquiring about the recall. Had right knee surgery in 2015. Experiencing pain in groin, instability and unable to cross the legs. She mentioned do not use the cutter instrument anymore, does not measure right. Patient called stating she had a right tka on or about (B)(6) 2015, she started experiencing pain approximately 3 months after surgery. She stated that her knee gave out and she fell and "busted up her face". She also stated that her knee pops and cracks constantly.